Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, during the implant procedure, the lead could not be placed into the device. Several unsuccessful attempts were made to insert the lead into the device. The device was replaced by another device and the procedure was completed. No adverse consequences reported on the patient. The physician mentioned whether there is something wrong with the device. The patient is stable.

Manufacturer narrative:
The complaint of difficult to insert was confirmed. Visual inspection found both setscrews were screwed all the way down when received, this could impede lead insertion and is considered user error. Header evaluation showed both connector bores are within specification and lead insertion tests indicated that lead could be inserted with proper force. Further analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.